Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided the device was not returned for analysis and a review of the lot history record and similar complaint could not be performed as the lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023 a mitraclip was implanted. On (B)(6)2023 a transthoracic echocardiogram (tte) was performed, and limited views suggested a single leaflet device attachment (slda).